Event description:
It was reported that when the physician was finished coiling, as he was retracting the microcatheter he noticed that the coil was coming out of the aneurysm. The coil was removed with the microcatheter and there was no reported clinical consequence to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Only the coil was returned protruding from the tip of the microcatheter used in the procedure. Microscopic inspection of the coil noted that the coil was kinked at the proximal end. No other anomalies were noted to the coil. Based on the information provided and the device inspection it was determined that the most probable cause for the reported issue was operational context.

Event description:
It was reported that when the physician was finished coiling, as he was retracting the microcatheter he noticed that the coil was coming out of the aneurysm. The coil was removed with the microcatheter and there was no reported clinical consequence to the patient.